Event description:
The rep is reporting that during a slap repair, metal shavings from a lupine drill guide were falling into the patient's joint. Although the surgeon did not deliberately attempt to suction out all of the shavings, the rep believed the high volume of fluid the surgeon uses from the fluid management system; in addition to the use of a shaver flushed out/removed most of the shavings. The surgeon did not believe the small amount of metal shavings would be a threat to the patient. The surgeon completed the case without further incident or harm to the patient.

Manufacturer narrative:
The complaint device was received and evaluated visually, the device appeared in it's designed and manufactured condition, though it appears to have seen a lot of use. We believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions the reported event mode could not be duplicated, however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported condition was then duplicated. There has been some manufacturing processes changes made to subvert and or greatly reduce this type of event. No further action is warranted at this time, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.